Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/19/2023. An investigation was conducted on 10/25/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed outside the loading device as well as outside the delivery device. There were no visual defects observed on the intact seal, no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "fitting problem" was not confirmed. The lot#: 3000322864 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) loaded the seal normally as in the IFU method during surgery, and then performed aortic cutting on the patient and inserted the seal into the aorta hole normally. The seal was loaded without any problem. Bleeding continued to occur because the seal did not properly block the hole. A transfusion was not needed, and immediately the potentially affected product was removed and the surgery was carried out using a new product. With the aorta hole closed by hand normally, the seal was inserted into the correct position. Even though the seal was inserted normally, the bleeding occurred, and when the problematic seal was removed and applied again with a new product, no bleeding occurred. About 1~2 minutes delayed. The patient's condition is normal.